Event description:
The customer reported to a physio-control service representative that their device at two attempts did not deliver a defibrillation shock. The device was used to treat a male patient of (B)(6) who was in cardiac arrest. The device charged defibrillation energy, but when the shock button was pushed, the service indicator led went on, and the device did not deliver the shock. The customer immediately charged energy again and this time the device did deliver a defibrillation shock when the shock button was pushed. A while later during the event, the same happened; after defibrillation energy was charged, the service indicator led went on when the shock button was pushed and no shock was delivered. After another charge, a shock was delivered successfully. There was patient use associated with the reported event, however there was no adverse outcome for the patient reported.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported intermittent failure. After thorough device testing in the failure analysis center, the cause of the reported failure could not be determined. The customer received a replacement device.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.